Event description:
Customer reported loss of communication between the panorama central station and ambulatory telepack, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the telepack and could not duplicate the reported problem. Unit was calibrated and safety tested to factory specifications.